Event description:
While on the line with technical support, pt performed back-to-back blood glucose tests, using the suspect deivce, with results of 226 mg/dl and 98 mg/dl. Pt did not take any action based on the results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.